Manufacturer narrative:
Method: complaint history review. Result: complaint history review revealed that this is the 3rd complaint of this nature received on the mantis product range since it was 1st launched in 2006. Conclusion: a thorough investigation could not be performed as the complaint samples were not available for evaluation and the batch numbers of the implicated product were not supplied. However, x-rays were received of post-implantation, pre-revision and post-revision. The detached rod can be clearly seen in the pre-revision x-ray, which was taken approx 2 weeks after the initial surgery. The screws have remained fixed in position. (B)(4) reported that the blocker of the right screw in t11 was found inside the screw-head (following rod disengagement), but it was no longer in the threads, only lying on the top of the head. All the other blockers were loose, but they were inside the screw-heads and the thread. The most probable cause for the failure is insufficient blocker tightening, i.e. The xia blockers were not tightened to 12nm by the surgeon, in-error, despite instructions to this effect in the mantis surgical technique.

Event description:
Dr. (B)(6), senior physician of the hospital, reported to our salesrep (B)(4), that a pt came in with pain. She took an x-ray and saw that a revision surgery related to loosen rods was necessary.